Event description:
On 15-sep-2025, it was reported that on 12-sep-2025, a beta bionics ilet device fell after the clip broke, resulting in a cracked and nonfunctional screen. The user transitioned to backup insulin therapy and a replacement ilet was issued. No hospitalization was required and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.